Manufacturer narrative:
During service at the manufacturer, the service technician was able to duplicate the reported hole in hose symptom, attributable to physical damage or material fatigue.

Event description:
It was reported that during sterile processing at the user facility, the device was found to have a torn hose which passes oil and lubricant. No patient involvement, no delay, no medical intervention, and no adverse consequences were reported.